Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: b3 - date of event is , (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18196. It was reported that the patient presented in clinic. Device interrogation revealed that the left ventricular lead had high capture thresholds. The physician believed the implantable cardioverter defibrillator was contributing to this problem. The device was explanted and replaced and the issue was resolved. There were no patient consequences.